Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event diagnosis, the patient was hospitalized and treated with amikacin injection (150mg, once daily, intraperitoneal, ongoing), vancomycin injection (1g, every 72 hrs., intraperitoneal, ongoing) and fluconazole tablet (650mg, once daily, oral, ongoing) for peritonitis. At the time of this report, the patient is recovering from peritonitis and pd therapy was ongoing.it was reported that the patient was retrained on the proper aseptic technique (ongoing). No additional information is available.